Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent was damaged. The 90% stenosed target lesion was located in the moderately tortuous left descending artery. The 2.25x16mm promus element plus mr stent was noted to be damaged before being implanted. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.